Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used during an esophageal variceal ligation (evl) procedure within the middle esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, the bands were not able to be deployed. Reportedly, the handle failed to turn. Additionally, follow-up revealed that when the physician attempted to "twist" the tripwire, it broke off near the handle. The procedure was completed using another speedband superview super 7 ligator device. Prior to use, no damage was noted to the device or its packaging and the sterile barrier was not compromised. Reportedly, the scope was not in a retroflex position and a procedural delay of approximately 1 to 5 minutes occurred. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used during an esophageal variceal ligation (evl) procedure within the middle esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, the bands were not able to be deployed. Reportedly, the handle failed to turn. Additionally, follow-up revealed that when the physician attempted to "twist" the tripwire, it broke off near the handle. The procedure was completed using another speedband superview super 7 ligator device. Prior to use, no damage was noted to the device or its packaging and the sterile barrier was not compromised. Reportedly, the scope was not in a retroflex position and a procedural delay of approximately 1 to 5 minutes occurred. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being stable.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) the trip wire breaking. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: other complaint source: was (B)(4), now (B)(4).

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, and suture were returned for evaluation. However, the ligator head and bands were not received for analysis. Residue, present on the device, likely indicates that the device was used. Further analysis revealed that the tripwire returned loosely wound around the handle assembly spool, but there was no visible evidence to suggest that the tripwire had been cinched into the handle assembly slot prior to receipt. Furthermore, the tripwire was received caught between the spool and handle base assembly. Additionally, the suture, which returned intact, was attached to the tripwire; however, the proximal loop of the tripwire was broken and missing its crimp. The condition of the returned incident device could not be evaluated with respect to the reported issue of bands failed to deploy. The evaluation revealed that the ligator head and bands were not returned for analysis. However, an examination of the tripwire found no visible evidence to suggest that it had ever been secured into the handle assembly slot. The speedband superview super 7 multiple band ligator directions for use (dfu) document notes within the initial setup section "to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." The dfu then instructs the user to "secure trip wire in slot on handle unit." Failure to cinch the tripwire could potentially impact band deployment by allowing slack to build up in the tripwire, which ultimately would have a negative impact on band deployment activities. This event likely occurred as a result of the tripwire not being properly secured into the handle slot; therefore, the most probable root cause is user error.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used during an esophageal variceal ligation (evl) procedure within the middle esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, the bands were not able to be deployed. Reportedly, the handle failed to turn. Additionally, follow-up revealed that when the physician attempted to "twist" the tripwire, it broke off near the handle. The procedure was completed using another speedband superview super 7 ligator device. Prior to use, no damage was noted to the device or its packaging and the sterile barrier was not compromised. Reportedly, the scope was not in a retroflex position and a procedural delay of approximately 1 to 5 minutes occurred. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being stable.